Manufacturer narrative:
The reported event that a cannulated low compression screw autofix ø2.5 x 20mm was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to a user and/or patient related issue. These are some of the possible causes which contributed to the event: - overtorque was applied during screw tightening. - the integrity of the screw had not been verified prior to use. - the screw has been used more than once. Previous stresses created non-visible damages which led to implant breakage during surgery. - the package of the screw was damaged and the device has been used anyway. The damage of the package compromised the implant integrity and led to implant breakage during surgery. - two screws were put in contact. Their collision led to implant breakage. - patient had hard/dense bone. Device inspection revealed the following: the screw body does not present any significant damage. The screw head presents a few scratches, probably generated during screw insertion and removal. The thread of the screw head shows some small plastic deformations. The breakage surface presents clear progression lines (fatigue zone). Their direction confirms that the breakage occurred during screw insertion. Rubbing damage was identified as well. The rest of the surface presents a coarse grained texture (instantaneous zone). Given the nature of the returned device, the dimensions of the thread at the base of the screw could not be measured. Despite this, during manufacturing device inspection this parameter had been checked and no deviations were identified. The diameter of the screw body and the length of the screw head thread were measured and resulted according to specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15136 rev b non sterile autofix system elbow management IFU ot-IFU-64_rev_1_buetiger) was reviewed: ¿the operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon. The manufacturer is not responsible for any complications arising from incorrect diagnosis, choice of incorrect implant, incorrect operating techniques, the limitations of treatment methods or inadequate asepsis. Intra-operative safety precautions prior to use, verify the integrity of the implants and instruments. Never reuse an implant. Although the implant may appear undamaged, previous stresses may have created non-visible damage that could result in implant failure. Never use implants if the packaging is damaged. An implant with damaged packaging might be damaged itself and thus may not be used.¿ the operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: ''pay attention to not put the two screws in contact. Two screws touching each other can lead to screw damage / failure due to excessive screwing torque and could generate unexpected metal fragments. A surgeon must always rely on his or her own professional clinical judgment when deciding whether to use a particular product when treating a particular patient. Stryker does not dispense medical advice and recommends that surgeons be trained in the use of any particular product before using it in surgery.'' No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Pharmacist at the clinic, reported the following event, during a procedure, fracture of the g scaphoid, the screw broke in the bone (no more threading) when mounted on the guide. Fragment was left in the patients' bone.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6)2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Pharmacist at the clinic, reported the following event, during a procedure, fracture of the g scaphoid, the screw broke in the bone (no more threading) when mounted on the guide. Fragment was left in the patients' bone.